Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a loose cable connection to the camera head and a break in the purple strain relief near the connector. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to correction. Updated fields: d4, d8, d9, g1, h2, h3, h6, h11. Corrected fields: e3, g4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had white dots and cut on protector (leak). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in camera unit, the image had white dots. The cause of cut on protector (leak) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.